Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that his pod site was red, swollen and hot to the touch after wearing the pod between 4 and 24 hours. The omnipod site had a lump that reached the size of a nickel and there was a white bump where the cannula was inserted. The customer's health care professional (hcp) treated him with an antibiotic.